Event description:
Customer reported that they tested a previously negative patient sample on lot ab5265a of aries cassettesand resulted as detected (positive). Data review: on (B)(6) 2022 the customer stated to luminex technical support (ts) that the customer (salem regional medical center) reported qc failures (invalids for their negative control) with the use of the aries sarscov2-eua assay pn:50-10047 lot:ab5265a. On (B)(6) 2023 ts updated the case from a priority 2 to a priority 3 due to a false positive result from a negative patient sample. Positive result data: cassette ID: (B)(4) ran at 08:41 on (B)(6) 2022, sample ID: negative patient, the orf1ab gene was not detected and the n gene was detected at a CT of 38.3. Result was sars-cov-2 positive. Consumable review: there were no fp results reported during aql testing of lot ab5265a on (B)(6) 2022. There are no ncmrs associated with this lot. There are no other related complaints for false positive results for lot ab5265a reported. There is no evidence of a consumable malfunction. Device review: aries system sn: (B)(4) , module a sn: (B)(4) , module b sn: unknown. Review of the utilized device's history for each the system and module a were accessed for a period of 6 months prior to the reported discrepant result. There are no fp complaints for either the aries system sn:(B)(6) or for module a sn: (B)(6) 1. There is no indication of a device malfunction. Sample work-up: the sample work-up cannot be confirmed to be consistent with the package insert. Previous cases indicate that this customer used nps swabs placed in remel m4rt media. Conclusion: the root cause of the false positive cannot be determined. There are no ncmrs associated with the lot utilized. There is no indication of consumable or hardware malfunction. Escalation case (B)(4) previously investigated the occurrence of false positive results. It was determined that while a false positive result is possible, the limitations section of aries sars-cov-2 package insert, 89-30000-00-865, establishes that 'the results of this test should not be used as the sole basis for diagnosis, treatment, or other patient management decisions.' The risk was assessed on ra-lmnx-20-0161 and determined to be low risk.

Manufacturer narrative:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant deviations in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death.